Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the last bolus delivery was a 1.95u bolus on (B)(6) 2016 at 18:52. The last basal delivery was on (B)(6) 2016. The delivered boluses were calculated for 05-30, 05-29 and 05-28, the delivered boluses on each day match correctly the tdd bolus history. Performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. Pump was exercised for 24hrs; no eaw¿s occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l with fruity breath, polydipsia, polyuria and abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals do not match, there was a greater than 5% difference. The patient is on a corticosteroid. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.